Manufacturer narrative:
No unexpected noise anomalies noted during testing. Passed displacement test, rewind test, basic occlusion test, prime/compromised force sensor system test, occlusion test, and excessive no delivery test. Intermittent button response on the act button due to corroded keypad traces noted. Cracked lcd window noted. Cracked case at lcd window corners, cracked reservoir tube lip, scratches on reservoir tube window, and cracked battery tube threads were also noted. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer's mother reported via phone call that the insulin pump had a crack. The crack was at the bottom of the screen. She was able to read the screen. The act button made clicking noises and she had to press the act button a couple of times for it to respond. The act button would stick. Customer's blood glucose level was 170 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.